Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was not working. The pump was filled with saline about one year ago as a result. Per the reporter, the patient was feeling better without the intrathecal drug delivery. No patient symptoms were reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.